Event description:
Device 1 of 2. Reference MFR. Report number: 3006705815-2019-00507. Additional information received that patient underwent surgical intervention on (B)(6) 2019 where in the migrated lead was explanted and replaced. Effective therapy restored post-op.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2 . Reference MFR. Report number: 3006705815-2019-00507. It was reported that the patient experienced falls and lost therapy. X rays revealed the left lead migrated. Also, it was reported that the stimulation was reducing by itself. Diagnostics displayed low impedances on the left lead. As a result, surgical intervention may be pending to address the issue. It is unknown which lead have migrated so both leads are reported.